Manufacturer narrative:
(B)(4). The pipeline flex delivery system was returned for evaluation within the marksman. Based on the investigation the clinical observation was confirmed. As received the distal end of the pipeline was found not opened due to damaged braid. The damage to the braid on the ends of the pipeline is likely the result of the physician resheathing the device more than recommended two times. Per our instructions for use (IFU), the user should "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Based on the information provided and our investigation we are unable to definitively determine the cause of the event. However, patient anatomy and or implant technique may have contributed.

Event description:
Medtronic received information that during treatment of a previously ruptured aneurysm the device would not open distally. It was reported that approximately 2-3mm of the distal section flared, but would not open or gain wall apposition. It was further reported that the vessel tortuosity was moderate and the device was resheathed three times in an attempt to deploy the device without success. The device and catheter were removed. A new pipeline 4.75 x 25 was used to complete the procedure. The post-operative imaging showed good wall apposition with stasis inside the aneurysm. There was no patient injury as a result of this event.